Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported they had button hole. Patient is ok, surgeon laid down flap and will do prk later.